Manufacturer narrative:
The initial MDR 2517506-2017-00592 was filed on july 13, 2017. Additional information (07/27/2017): a siemens headquarters support center specialist reviewed the event data and concluded that the cause of the discordant results is attributed to malfunction of the sample mixer and other parts replaced during the service visit.

Manufacturer narrative:
In (B)(6) 2017, the customer had contacted siemens about an issue with the dimension vista 500 instrument (s/n: (B)(4)). A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the sample mixer was not functioning properly. The cse replaced the sample mixer and verified the operation. The cse then cleaned the drains and verified proper functioning of the airknife. The cse performed sample probe alignment and ran sample align test, sample mix test, overmixer test, system check, and quality controls, all of which were acceptable. A siemens technical application specialist (tas) visited the customer site on (B)(4) 2017. At that time, the customer informed the tas that after the service visit in (B)(6) 2017, they repeated multiple samples and determined that the samples run on (B)(6) 2017 required corrected reports. The cse attributed the cause of the issue to be due to the sample mixer failure. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant carbon dioxide (co2), magnesium (mg), cholesterol (chol), low-density lipoprotein cholesterol (ldlc), non high density lipoprotein cholesterol (non-hdlc), glucose (glu), urea nitrogen (bun), high density lipoprotein cholesterol (hdlc), ferritin (ferr), uric acid (ucra), creatinine (cre2), c-reactive protein (crp), and vitamin b12 (vb12) were obtained on multiple patient samples on a dimension vista 500 instrument. Additionally, discordant anion gap (agap) and enzymatic glomerular filtration rate (egfr) results were obtained upon calculation based on the discordant results. The initial results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista 500 instrument, resulting different than the initial results. The corrected results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant results.